Event description:
It was reported that during a laparoscopic hepatectomy, an error 5 was displayed in about three minutes when the device was used for separating the liver from the peritoneum. Although the device was cleaned and reset, the device did not pass the system check. Another device was used to complete the case. There were no adverse consequences to the patient. The sales rep who was present at the operation said that the device had not contacted with hard things. The blade which was returned from the hospital was broken, but the blade was not broken during operation. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade ¿lockout¿ later in the procedure, and continued usage can result in a broken blade.